Manufacturer narrative:
Section a4: patient weight was requested but was not provided. Manufacturer's investigation conclusion: review of the submitted log files confirmed a reset of the left ventricular assist device (lvad) clock, indicating that a pump stop had occurred. Review of the controller event log file revealed controller clock corrupt alarms due to a reset of the controller clock to the default setting of jan2000. It was noted within the lvad event log file that the lvad clock had also reset to the default timestamp of jan2000 and was in sync with the controller clock, suggesting that there had been a total loss of power to the system that resulted in a pump stop. A specific cause for the pump stop could not be conclusively determined through this evaluation. No other notable events were captured, and the pump appeared to function as intended throughout the duration of the files. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 7 of the IFU and section 5 of the patient handbook address system controller alarms, as well as the appropriate actions associated with them. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected.

Event description:
It was reported through investigation that there was an left ventricular assist device (lvad) clock reset.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.